Manufacturer narrative:
MFR received a summons alleging a user fell from their chair resulting in fractures and was hospitalized. No details of incident have been provided at this time. MDR filed based on alleged serious injury.

Event description:
The wheelchair allegedly malfunctioned, causing the consumer to fall and fracture her right femur and tibia.